Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call that they are unable to fill the cannula and adjust the time/date settings. Customer's blood glucose level was 140 mg/dl. Customer advised they had replaced the infusion set and nothing happens when they try to fill the cannula. Customer advised they did not want to troubleshoot because they had to leave for work and will call back later. Customer advised they had disconnected the device overnight to be able to sleep. Customer advised they were able to set up a fixed prime and get the buttons to work. However, they were still unable to fill the cannula. Customer was advised to take the battery out and let the insulin pump rest. Customer was advised to discontinue use of the device and revert to a backup plan since they cannot use the device.